Event description:
The study registry in a foreign country reported a dissection during a percutaneous coronary intervention. The event involved a male patient who is a current smoker with a history of hyperlipidemia and diabetes mellitus. The indication for the procedure was anterior and was acute myocardial infarction greater than 24 hours, but less than 72 hours. Patient received aspirin, clopidogrel, and heparin and gp iib/iiia inhibitor during the procedure. A type a dissection was noted after a cypher stent was implanted at 14 atms in the mid anterior left descending coronary artery (lad) described as de novo, 3.0 x 8 mm long with 95% stenosis and a type a classification. The dissection was treated by implantation of another cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is disturbed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.